Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's scs ipg was not holding a charge. A manufacturer representative met with the patient and confirmed the ipg was inoperable. In turn, the scs ipg was replaced on (B)(6) 2019. The issue has since reportedly resolved.